Event description:
Reporter indicated that device diagnostic testing yielded high lead impedance. Review of x-rays by physician did not reveal any obvious lead fractures. It is unknown if there were any pt symptoms related to the high lead impedance. The pt underwent revision surgery where the lead was replaced. The generator was also replaced due to compatibility with the new lead. Attempts have been made to obtain further information regarding the reported high lead impedance event, but no information has been provided.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.